Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported the patient did not know if the patient programmer was working or not. They reported that when they synced to check it there was a question mark. Patient stated the stimulator was helping the night before last, they had turned it down as low as they could to barely feel it was working for them. The patient reported poor communication, troubleshooting did not resolve the reported issue. Patient reported they changed the batteries in the patient programmer prior to calling. Patient reported the noticed some unusual, momentary (just a few seconds) of tingling from their butt cheek into their leg. Patient reported they could usually relax and concentrate and they could feel a little stimulation, however at the time of the report they could not feel it. The patient was sent a new programmer to resolve the issue, it was discussed that if the replacement patient programmer didn't resolve the poor communication the patient would need to speak with their healthcare provider. No further complications were reported or anticipated.